Event description:
It was reported the pt external devices are unable to communicate with the ipg. Reportedly the programmer displays 'comm error 2501.' The next course of action was undetermined.

Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.